Event description:
It was reported that during use, blood leakage (hairline fracture) was observed at the blood outlet of the device. The device was exchanged for another. (B)(4).

Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when additional info becomes available.